Manufacturer narrative:
Initial reporter; occupation: unknown. PMA/510(k) #: k192697. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report as it was described. The deployed clip was returned attached to the device in the closed position. Under visual magnification, the distal end components were viewed and no anomalies or defects were found. A function test was attempted, in order to deploy the clip. However, with handle manipulation and light touching of the clip on the table, the device would not deploy the clip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook instinct plus endoscopic clipping device. The clip did not detach from the drive mechanism after it was attached to the tissue, but could be reopened for removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.